Event description:
I underwent lasek eye surgery performed by dr. (B)(6) in 2017. At the time, I was told I was a "perfect candidate" for the procedure, despite having a prescription of approximately -6.00 in both eyes. After the surgery, my vision was never truly stable or clear. I experienced ongoing visual disturbances and required multiple follow-up appointments with dr. (B)(6). Eventually, I was advised that I needed an enhancement procedure, and I returned to the office to begin scheduling it. Finally, at that visit, a visual field test was performed, which revealed a retinal detachment. I was shocked and deeply disturbed to learn this--especially considering how close I came to undergoing a second laser surgery on an eye with a detached retina. Despite months of follow-up care, this serious condition had gone undetected. I was referred for emergency retinal surgery, during which a scleral buckle was placed around my eye. Since then, I have experienced double vision, chronic eye pain, and warped, distorted vision. These complications have been life-altering. I later learned from my retinal specialist that I had (and still have) lattice degeneration--a condition that should have disqualified me as a candidate for lasek altogether. I was never informed of this, nor was it apparently identified before my original surgery. Despite all of this, dr. (B)(6) later told my mother that I could still undergo another lasek procedure--even after having a scleral buckle. Lasek has already caused irreversible damage to my vision, and yet he continues to recommend it. This has led me to believe that dr. (B)(6)-- and many others in this field--are prioritizing financial gain over patient safety. This experience has severely impacted both my mental and emotional health. It has disrupted my ability to work and has drastically reduced my quality of life. I continue to struggle daily with the physical, emotional, and psychological consequences of this failed procedure. Tragically, I have since learned that I am not alone. Many patients have reported serious, lasting complications after lasik, lasek, and prk. Some have suffered so profoundly that they have died by suicide. These are not rare side effects--they are devastating outcomes that are not adequately disclosed to patients before surgery. Furthermore, the complication rate for these procedures is severely underreported. I believe the public is being misled. Patients are not being told the full truth about the risks involved. The real complication rate is much higher than what is publicly advertised or acknowledged by surgeons and manufacturers. Based on my experience, I strongly believe that lasik, lasek, and prk (any refractive surgery) carry serious risks and should not be marketed or recommended to patients. These procedures can have devastating and irreversible effects, and I urge the FDA to re-examine their safety and regulation.